Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the battery contacts are broken off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that one of the battery contacts was missing. Analysis also found that the upper and lower cases were contaminated and broken, the battery release was contaminated, both bails and both bail covers were missing, the battery drawer was contaminated, the keyboard was scratched, the battery flex was corroded and the serial number label was damaged. (B)(6). (B)(4).

Event description:
It was reported the battery contacts are broken off. The device was returned for repair. No patient complications were reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.